Event description:
Both leads perforated three weeks post implant. Information received indicates this was managed by a cardiac window. Both leads remain implanted and in use. No further patient complications have been reported as a result of this event.